Event description:
C-arm, of allura xper fd20/20 biplane interventional x-ray system, failed and had geometry reset during a st-elevated myocardial infarction (stemi) case. Machine had to be reset during cardiac catheterization procedure. Reset error reported , had to be restarted and did not come back up until nine minutes later. Delay in procedure. No harm to patient.

Event description:
C-arm, of allura xper fd 20/20 biplane interventional x-ray system, failed and had geometry reset during a st-elevated myocardial infarction (stemi) case. Machine had to be reset during cardiac catheterization procedure. Reset error reported , had to be restarted and did not come back up until nine minutes later. Delay in procedure. No harm to patient.